Manufacturer narrative:
Device history record for lot reported was reviewed and no issues were observed. The device was manufactured, tested and released in compliance with procedures. Explanted valve was inspected upon receipt. Visual inspection of the tube showed a bevel cut as indicated in the IFU. No additional cut was found in the tube. Steady state was performed and the unit performed within specification. IFU also indicates the implant should be examined and prior to implantation using a blunt 26-gauge cannula. It includes a warning that indicates "using a needle for priming can puncture the tube resulting in an undesirable leak or inability to prime. Only use a blunt cannula to prime the valve". No puncture was observed on the tube. This is the first report received of this nature. It is suspected tube was cut too short.

Event description:
Dr. (B)(6) indicated patient underwent an ahmed valve implantation in her right eye on (B)(6) 2017. Upon revision of her valve on (B)(6) 2017, the tube was found to be torn in half, although the initial surgery was uneventful. It is thought that this complication was due to a tube shunt defect.